Event description:
It was reported that the patient presented to the clinic due to chronic chest discomfort at the pacemaker site. The physician elected to explant and replace the entire pacemaker system. The patient remained stable throughout the procedure.